Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 found on the home choice (hc) device during dwell cycle. The baxter technical representative (tsr) assisted the hp to cycle power, and the hc alarmed se 2367. The tsr advised the hp to check the bag. The hp found that the supply bag had fallen and disconnected. The tsr advised the hp to start over therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Suspect medical device info, contact office info and 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4), this complaint for a system error 2240 (air in set) was confirmed. As per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.